Event description:
The customer reported that an end tone, indicating a completed seal cycle, was heard, but sealing was not completed. The procedure was completed with clips and sutures.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been rec'd for eval. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.